Manufacturer narrative:
No knife sample has been returned for evaluation for the report of staff having cut themselves therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A nurse reported that two knives were associated with cuts to the staff upon removing the blades from the inner package. Procedure details are unknown. Additional information has been requested.

Manufacturer narrative:
Additional information received clarified that one of the two originally reported staff persons who sustained a cut while accessing an ophthalmic knife from the package's plastic insert was confirmed to have been treated with a bandage. This report now reflects only that staff person who received a bandage to treat their cut. The other staff person who was also originally included in this report has now been further addressed under manufacturing report number 2523835-2017-00683 due to their having received different treatment for their cut. (B)(4).

Event description:
Additional information received clarified that one of the staff persons received a bandage to treat their cut. This report now reflects only one knife and the staff person who had their cut treated with a bandage.